Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a pulse generator fault code indicating the capacitors were unable to charge to the specified energy.